Event description:
It was reported that an implanted defibrillator (ICD) was removed due to septicemia. No further patient complications have been reported as a result of this event. It was later reported that the device was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.